Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on may 18, 2018 with blood glucose of under 40 mg/dl at the time of the incident. The customer was at 80 to 90 mg/dl before their flight, ate, under bolused for the meal, and went low by the time they got off the plane. The customer was at 125 mg/dl at the time of the call. The customer used glucose tablets and juice to treat. The customer experienced symptoms such as not feeling good. The customer was wearing the insulin pump during the incident. The customer was using pump auto mode at the time of the incident, and believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had another low incident on a plane on may 21, 2018. The sensor will not be returned for analysis.